Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient programmer was accidently dropped into the toilet basin and submerged by a nurse that was assisting the patient to the restroom on (B)(6), 2018 following a surgical procedure that the patient was in the recovery room for at the time. The patient noted that the poor communication was not resolved at this time, however, they were not sure if it was due to the fact that she was still experiencing some swelling due to the surgical procedure. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was encountering poor communication both with and without the external patient programmer (pp) antenna. During the call the patient was able to communicate with and without the antenna, but still did encounter poor communication. The patient then indicated that they have a garment over the implant area because they had liposuction surgery in that area the day prior and there was also swelling. The patient was advised how bandages and swelling can affect communication and was advised to attempt communication after swelling is reduced or bandage has been removed. The swelling reported was not related to the device or therapy. The patient called and said they wanted to wait before they called back due to unrelated swelling. Patient reported they decided to use their catheter the night prior because they didn't think they were completely emptying their bladder, they had a change in urine flow. Patient reported they couldn't remember and thought the nurse had said their patient programmer had been dropped in the toilet, however it was powering up fine. During the call, the patient reported they shook the patient programmer and could hear something loose. Troubleshooting was performed with and without the antenna during the call and the patient was receiving the poor communication screen. Patient's husband stated the swelling had gone down. The patient was sent a new patient programmer to resolve the issue. No complications were reported or anticipated.